Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when the patient was inserted their sensor the wire remained in the applicator. The patient did not pull back the collar. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The sensor pod was not returned for evaluation. The complaint cannot be confirmed. The patient did pull back the sensor collar. It should be noted that the dexcom user's guide states: keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body. However, without the device being returned, a root cause for the sensor wire remaining in the applicator cannot be determined.